Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient was trying to get their ins explanted because it no longer worked. The patient stated they were implanted in 2001 and it stopped working in 2008. The patient had been going through a clinic to address the explant. No further complications were reported. Follow up was conducted.